Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage resulting in surgery occurred. The 75% stenosed lesion being treated was located at a bifurcation in the mildly calcified obtuse marginal (om). The lesion was predilated with a 2.5 mm balloon, unknown type, inflated to 10 atms. A 2.5 mm balloon, unknown type, and 2.0 mm maverick2 balloon were inflated, to 8 atms, in the bifurcated lesion, utilizing the kissing balloon technique. The 2.50x20mm taxus express2 drug eluting stent was deployed in proximal left circumflex (lcx) - om, inflated to 10 atms. The stent balloon was pulled back slightly to the proximal edge of the stent and inflated once more to 15 atms. Ivus was performed, with an atlantis sr pro2 imaging catheter, and confirmed that the stent was implanted properly. When removing the imaging catheter, it became stuck at the distal edge of the stent. The imaging catheter could not be removed. An attempt to retrieve the imaging catheter by advancing the 3.0 mm balloon (unknown type) and deep seating the guide catheter was unsuccessful, and caused deformation of the stent. The pt was moved to a different facility for surgery to remove the imaging catheter. The stent remains in the pt. No additional pt complications were reported. Pt status reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.